Manufacturer narrative:
The actual complaint device was not available for physical evaluation, however, four companion samples from the same lot were returned to the manufacturer for investigation. A visual examination of the returned companion samples found the arterial and venous lines to be acceptable. The venous and arterial patient end connectors were examined and no defects were identified; specifically, collar or taper damage. No defects or irregularities were visible. A dimensional analysis of the male conical fittings of the venous and arterial patient connectors was performed; the dimensional checks were within the acceptable range. A single companion sample was then tested using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a disconnection or leak from the patient venous and arterial connectors to fistula. There were no observations of a leak or air bubbles and no level variation of the venous or arterial drip chambers was visible. Additionally, no alarms were generated during the testing period. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The evaluation of the companion sample confirmed that the device functioned fully as designed and met specification. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
(B)(4). The complaint device is not available for physical evaluation by the manufacturer as it was discarded. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported that a home hemodialysis patient observed a minor blood leak approximately 10-15 minutes after the start of the treatment. The exact location of the blood leak was noted as being at the red y-connection which contains 2 pieces of tubing that connect to the patient. The patient noted that a crack was visible in the bloodline which allowed a "small, light" amount of blood to leak from the lines. The patient stopped the treatment, restrung the machine with a new bloodline, and then continued the treatment. The treatment was able to be completed with no further issues reported. The amount of blood loss was reported as being minimal. There was no injury or adverse patient outcome associated with the reported event. No patient complications occurred and no medical intervention was required. The complaint device is not available for evaluation by the manufacturer as it was discarded.